Manufacturer narrative:
Patient identifier: (B)(6). Ethnicity: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: inventory coorinator. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the involved 6fr. Guide sheath slender was leaking at the hub. Additional information was received on (B)(6) 2022: the procedure performed was a left heart catheterization/radial approach. The hub meaning was the valve. The patient condition was stable. There patient was not harm. No medical or surgical intervention required. The procedure was completed successfully. The estimated blood loss was less than 250cc's. No concomitant medical products were used with the involved device.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The complaint cannot be confirmed for valve leakage because the complaint sample was not returned for assessment. The exact root cause could not be determined. Historically, valve leakages have been caused by off-center insertion of the dilator. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).